Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm (alarm 12) occurred and the pump shutdown. Customer reloaded the same cartridge and the malfunction was cleared. Customer resumed insulin therapy. Customer's blood glucose was 400-500 mg/dl.